Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading, indicating possible device malfunction. Review of x-ray photocopies revealed that the lead connector pins appear to be fully inserted into the generator header and the feedthru wires appear to be intact. The lead electrodes appear to be properly aligned and the lead bodies are aligned parallel to each other as recommended in device labeling. Review of x-ray photocopies did not reveal any obvious discontinuities in the ncp system; however, an area of suspicion was noted in the area of c4 to c5. Lead break is suspected. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.